Event description:
The patient was on phenylephrine continuous infusion (1000mg/1000ml central line via sigma pump). The pump alarmed, beeping once quickly and then shut off, alarming again "system error" phenylephrine was therefore not infusing. The nurse (rn) was at the bedside throughout, quickly switching pumps but with disruption of flow of vasopressor, the patient's blood pressure (bp) via arterial line dropped from 130s/60s, mean arterial pressures (maps) 70s-80s, to 90s/40s with maps 50s-60s requiring increase in dose. A new infusion pump was set up and infusion restarted and the bp returned back to baseline within 3-5 minutes. The faulty pump was sequestered and biomedical engineering was paged. A syringe pump set up with extra infusion of phenylephrine at was placed bedside. Please note the manufacturer has previously issued an alert in feb, 2014 regarding this issue. A class 1 recall was posted (B)(4) 2014. However our institution is bringing the issue to medsun based on the frequency with which we are seeing error code 322 in pumps coming into biomed. In addition there have been several incident reports related to infusion interruptions which have potential for patient harm.